Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure, the device cut the first third, but did not staple. Blade was moved back using reverse button. No harm to patient.

Manufacturer narrative:
(B)(4). Date sent: 01/22/2021. D4: batch # u5am3f. H6: component code = others (g07). Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.